Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) helix disengaged from helical channel; the full lead was returned for analysis. Blood/body fluid was observed on the helix sleeve head and mechanism. The tip seal was observed to be out of position.

Event description:
It was reported that during the implant attempt the screw got stuck. The lead was not implanted and another lead was implanted. No patient complications were reported as a result of this event.